Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to. Unspecified reasons. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.